Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight was unknown. The cause was able to be determined. An impedance check was performed. No abnormalities were found with the system. Only thing that could be assumed was that the patient is extremely sensitive to stimulation.  The issue was not resolved. It was suggested to patient to sit in a different position when his device is being checked with the programmer. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that during interrogation, the patient had a shocking and strong sensation down the arms and neck. The rep reported that the patient was also seen in (B)(6) and also received a shocking sensation during interrogation. The rep performed electrode measurement today, reduced to 0.3v measurement and the patient didn¿t get shocked. The patient¿s amplitude was 0.4v and ran at very low settings. No further complications were reported.